Event description:
The customer reported that all of the keys on the front key panel are not functioning.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.